Event description:
Patient called to report that patient's profile meter would not power on. Patient had symptoms which consisted of feeling sweaty, salty taste in patient's mouth and shaking. Pt ate food or drank beverage. Ccr had patient check that the batteries are good and that they are correctly installed (plus and minus signs are aligned correctly). Pressed the one and off button and meter still has not power. Ccr was unable to resolve the issue. No further information has been reported.